Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. There is damage to the first thread of the peg, likely from the attempts to engage with the distal hole in the plate. There is damage to the first thread of the interior distal hole, presumably also from the attempt to mate the peg to the plate. Due to the thread damage to both components, functional testing and dimensional analysis were not conducted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant: dvrasl, dvr anatomic short left, unknown; cs12000, screw cortical 3.5x12mm, unknown; kw062ss, k-wire ss 1.6x127mm ns, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11304, 0001825034 - 2017 - 11306.

Event description:
It was reported that while trying to engage the threads in the distal holes of the plate the peg threads would not engage. A second attempt was made; however, the threads still would not engage. Everything was removed, and a new plate and screws were implanted causing a 30 minute delay in the procedure. Attempts have been made and additional information on the reported event is unavailable.